Event description:
Related manufacturing reference number: 2017865-2021-30547. Related manufacturing reference number: 2017865-2021-30548. It was reported that the patient presented to the emergency room in septic shock due to an infection. The implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead were explanted. The patient was in stable condition.